Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture, low intrinsic amplitude and low thresholds. The patient was noted to be in chronic atrial fibrillation that was being undersensed. Boston scientific technical services (ts) reviewed and noted previous episodes of noise, oversensing and rising and falling pace impedance measurements that remained within normal range. It was discovered that the patient had undergone an open heart procedure during which the ra lead was repositioned. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.